Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touchscreen was unresponsive. Additionally, it was reported that when customer enters carbs for bolus delivery, the field does not save correctly. No further information was obtained as customer declined troubleshooting with tandem technical support. There was no reported impact to blood glucose.